Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was not able to see partial of the screen due to the lcd screen being black on the right hand corner. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.